Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the pump alarmed rf pic failed due to a faulty component on the radio frequency board. No restart on its own noted. The pump was received with a missing end cap sticker. The pump was received with cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept flashing failed self-test alarm. Customer's blood glucose level was running high from 220 mg/dl to 250 mg/dl. She treated her blood glucose level with manual shots. The customer was advised that the device would be replaced and agreed to return the product for analysis.